Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient presented to the emergency room with syncope. It was reported that the right ventricular (rv) lead had unstable thresholds, rising thresholds and loss of capture. It was also reported that the implantable pulse generator (ipg) had rising thresholds and a pacing problem. The lead and ipg were reprogrammed and remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.